Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(4) 2007: the patient presented with low back pain and a positive discogram. Her back pain had started ten years ago. The pain goes down her right greater than left leg. She had right hip pain with burning in the hip. The patient's review of systems revealed the following results: musculoskeletal: there is tenderness over the right sacroiliac joint. Straight leg raising is positive on the right at 30 degrees with low back pain and positive on the left at 0 degrees with low back pain. Neurologic: alter and oriented. Cranial nerves intact. Review of MRI showed a disc bulge at l5-s1 with anterior and posterior disruption of the annulus. (B)(6) 2007: the patient was pre-operatively diagnosed with lumbar radicular pain. Patient underwent lumbar epidural steroid injection on the right at l5-s1. The patient had significant pain and the epidural steroids were used to keep on top of the pain. (B)(6) 2007: the patient underwent a four level medial branch block on the right at the s1 level, l5-s1 facet, l4-5 facet, and l3-4 facet. (B)(6) 2007: the patient was pre-operatively diagnosed with lumbar axial back pain. The patient tolerated this procedure well and was stable status post procedure. (B)(6) 2007: the patient underwent radiology tests post diskography of lumbar spine. It was found that at the l3-4 level, and l4-5 level, contrast material was contained in the region of the nucleus pulposis. (B)(6) 2007: the patient underwent MRI lumbar spine without contrast. Impression: mild 'djd' of facet joints at l5-s1. Degenerative disc disease at this level with a small right-sided disc protrusion. (B)(6) 2008: the patient was pre-operatively diagnosed with chronic back pain secondary to disc disease at l5-si level. Patient underwent an l5-s1 anterior lumbar interbody fusion. Per op-notes, once the surgeon had the disc material removed and some bleeding from the endplate to promote bone fusion he then used a distractor system to template and determine the size of implant they could place. They distracted 1.2 millimeters and decided to use 16mm peek lt cages. 26 mm cages were used. The dual-tube drill guide was put in to remount the disc space to a depth of 29 mm bilaterally. Once this was completed, we then put in the first cage, which had been loaded with (rhbmp-2/acs) at the appropriate concentration. The peek cages were put in until the surgeon could see the titanium markers anteriorly and posteriorly. When these were in place, the dual-tube drill guide was removed, and the surgeon added more rhbmp-2/acs, lateral to the cages. Gelfoam was placed anterior to the cages. The findings of the intra-op fluoroscopy results for needle placement had the following findings: multiple metallic instruments were identified on two of the four submitted films. (B)(6) 2008: the patient presented for her first post op visit for wound check with complaints of left leg numbness. Patient's neurological examination revealed that her lower extremity was still slightly weakened. Patient was planned to undergo posterior lumbar fusion on (B)(6) 2008.